Manufacturer narrative:
The manufacturer received a sb-0535pc sonic beat (lot#87k 23) for evaluation due to "failed to activate". The device was attached to the usg-400/esg-400 and a probe check was performed; the device did not pass the probe check. Both switches were checked and found to be functional. A visual inspection on the received condition was performed on the device; there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found that it separated with no metal exposed. The distal end of the device was inspected under a microscope and found the probe tip unit was detached. The broken probe piece was not returned to the manufacturer for evaluation. The manufacturer was not able to activate the energy flow of the device due to the broken probe tip. The wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. Based on the evaluation the cause for the broken probe was most likely due to the probe coming into contact with a hard or metallic surface during activation.

Event description:
An out of box failure of device not activating was reported for the sb-0535pc. When the failure occurred, the customer disconnected the sb-0535pc, rebooted the system; however, the issue continued. The customer opened a new sb-0535pc in order to complete the procedure. After the replacement sb-0535pc was used, there was no further incident. The procedure was completed with no patient injury or death.